Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, sensing issues and a change in impedance. Technical services (ts) stated that this could be indicative of an early lead issue and suggested to perform pocket manipulation and arm movements to evaluate the lead. The lead remains in service. No adverse patient effects were reported.